Manufacturer narrative:
Initial reporter name and address:: additional information manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-010544, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(4) was not explanted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The cause of death was not provided from the hospital. No autopsy was performed and the device was not explanted. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.